Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death and it was not reported if therapy was being performed with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information, on an unreported date, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and an evaluation was performed to investigate the reported issue. The review of the event history log revealed there were no keystrokes, programming, use related, or iipv events that could cause or contribute to the reported problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event. An internal/external inspection was performed with no abnormalities noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Upon conclusion of the investigation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.